Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler and reload were analyzed and the stapler was found to have one firing failure based on log review which was not replicated through in-house testing. The reload was removed from the instrument and was not found to be stuck. The instrument was placed on an in-house system and found to fail the engagement test on three out of three attempts. Therefore, a firing test could not be completed or replicated. The instrument was found to have roll bushing between the roll gear and the main bushing. As a result, the instrument failed engagement. The binding is likely caused by the ID being out of spec (too small) which is likely causing increased roll friction. The instrument's main tube was manually rotated, and high friction was observed. The instrument was found to have failed the engagement test based on log review and during in-house testing. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument inputs failed to engage with the in-house system's sterile adapter on three out of three attempts, preventing the instrument from entering into the following. Error code 22020 was displayed, with parameters indicating that the roll hard stop verification check failed. An engagement log review of the customer system confirms two engagement failures. System log review shows engagement failures via error code 22020 indicating engagement on the roll axis. Sureform 60 reload. The reload was found to have cartridge damage. There was major damage at the distal end of the cartridge and a large chunk of the reload was missing. There was cartridge damage found throughout the knife track and a piece of the cartridge was found wedged in between the reload in front of the knife, causing it to jam. The broken pieces were removed from in between the reload but the shuttle would not fully deploy. The reload had to be split to gain access to the knife. The knife was inspected and there was a broken piece at the base. The reload blade was found to have a broken piece at the base. The reload cover was removed, and the reload was split to gain access to the knife. The knife was inspected, and damage was found to the blade's base. There was also major cartridge damage observed. The complaint was confirmed by failure analysis. A blade-exposed icon and message will appear if the firing sequence is interrupted. The probable root cause of the firing failure can be attributed to various factors. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a tissue too thick to continue issue but noted that the reload prior of the same color was able to cut the same location and same size, unlike the reported reload. The surgeon attempted to change the new reload but the nurse could not remove the reload even with the clamp. The reload was stuck in the sureform stapler. The procedure was completed with no reported injury.